Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total hip arthroplasty with polyethylene wear of the acetabular cup. Supplied photos show a cup, liner and modular head. Liner appears worn and damaged. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown-unknown, liner-unknown; unknown-unknown, head-unknown; unknown-unknown, stem-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03499. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported the patient is being considered for a revision surgery approximately 23 years post implantation due to pain on an unknown date. Attempts have been made and additional information on the reported event is unavailable at this time.